Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 135 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.